Event description:
A dead bug was found as the surgeon was unwrapping coban around pt's leg. The bug was smashed between layers of the coban and was discovered during the unwrapping of the coban while draping the asleep pt. The pt had to be un-draped. New draping supplies had to be retrieved and the pt had to be re-draped with new sterile supplies. FDA safety report ID# (B)(4).